Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. There was no reported impact on the customer's blood glucose level. The customer contacted technical support, who guided them through resetting the pump. After the reset, the malfunction did not recur, and the customer was advised they could continue using the pump while being instructed to call back if any issues reoccurred.